Event description:
The user facility reported that their trufreeze console has a blank screen and flickering issues. The user facility reported procedure postponements due to the reported event.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the unit was not operating properly. The unit was installed in 2015 making it approximately 10 years old at the time of the event. In lieu of repairs, the customer elected to purchase a new console. The trufreeze console IFU states "if console is not behaving as expected, power cycle the console. If problem persists, contact steris customer service at 1-800-769-8226 or your local steris endoscopy product specialist. Warning: do not use the system if the system has indicated an alarm; user or patient injury or device damage may result. Investigate the alarm and contact steris endoscopy if the cause cannot be determined or corrected. Caution: depressing the emergency stop button on the front of the console halts the cryogenic delivery system and releases the pressure in the cryogen tank." No additional issues have been reported.